Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, this device was exposed to simulated heart load conditions and the tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. The explanted device was inspected prior to decontamination and testing at our post market quality assurance laboratory. A hole in the tip setscrew seal plug was observed. Testing confirmed normal electrical function. There was no indication that internal circuit function might have caused or contributed to the observed noise.

Event description:
Boston scientific crm received information that this device with non-boston scientific crm lead displayed noise causing oversensing, however no oversensing greater than two seconds asystole was reported. A lead replacement procedure was performed, the device was removed and replaced. No adverse patient effects were reported.